Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. As the rotawire was not returned for analysis, functional testing was performed using a test .009 rotawire. The test rotawire was attempted to be inserted into the burr tip and it would not pass the damaged coils inside of the burr. The test wire was then inserted into the proximal end of the rotablator device and it advanced all the way through the device stopping at the damaged burr. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the tip of the rotawire detached and remained inside patient's body. A 330cm rotawire and a 1.75mm rotalink plus were selected for use. Upon preparation during platforming, it was noted that the rotawire fractured at the burr and the distal tip of the rotawire also fractured inside the patient's vessel. The physician was unable to remove the distal tip of the wire from the patient, so the tip remained inside the patient's vessel. The procedure was completed with a new rotawire and burr. No further patient complications reported. The patient was reported to be stable post procedure and was discharged home.

Event description:
It was reported that the tip of the rotawire detached and remained inside patient's body. A 330cm rotawire and a 1.75mm rotalink plus were selected for use. Upon preparation during platforming, it was noted that the rotawire fractured at the burr and the distal tip of the rotawire also fractured inside the patient's vessel. The physician was unable to remove the distal tip of the wire from the patient, so the tip remained inside the patient's vessel. The procedure was completed with a new rotawire and burr. No further patient complications reported. The patient was reported to be stable post procedure and was discharged home.